Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it was taking too long to recharge. The patient states that they can get 6 coupling boxes but sometimes had zero coupling boxes. Recharging best practices were reviewed with the patient. The patient reported that it was taking forever to charge their implantable neurostimulator (ins) since (B)(6) 2015. Additional information received from the consumer reported the issue had not been resolved. It still took forever to charge and then it did not keep the charge. It just was not charging. The patient asked someone to contact the manufacturer's office so they could have a manufacturer's representative (rep) meet at the healthcare provider (hcp) office to check the device out. The circumstance that led to the event was a change to the device programming since the patient was not that active at (B)(6). It just took too long, up to 6 hours to recharge. The patient had double checked the book to make sure she was following directions. The patient had not heard from anyone as of (B)(6) 2015. The patient just spent several hours, 6, trying to charge. The patient never reached a full charge and it would not hold the charge. The patient thought that she went attached to the charger for 6 hours with little results. The patient checked the manual and checked that everything was working. The hcp call the rep to set up an appointment from her office so a rep could come see her since she was the one giver her "paincations". It had been over 4 weeks and so the patient really wanted to have any repairs taken care of. Relevant medical history includes failed back surgery syndrome.

Event description:
Additional information received from the manufacturer's representative (rep) reported the rep saw the patient in the healthcare provider (hcp) office. On (B)(6), the rep noted the stimulator was almost discharged and the patient did not have her recharger or patient programmer with her. The rep explained how to effectively charge and the patient said she would call with any questions. An appointment was made for (B)(6) where the patient brought her recharger and the rep showed her in person how to charge and she verbalized understanding. This was all the information the rep had at this time.